Manufacturer narrative:
Failure analysis revealed that all the buttons function properly. However, moisture damage was found on the keypad traces. No button error alarm noted during testing. The insulin pump was received with minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads, cracked pump belt clip slot and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that their insulin pump was alarming button error. Customer stated they do not recall any significant events that lead to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 190 mg/dl at time of reporting. Nothing further reported.